Manufacturer narrative:
Device evaluated by MFR: the catheter unit was returned with blood throughout the entire catheter sheath. The sheath was torn approximately 26cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user/use error. The damage to the catheter sheath is associated with over-tightening of the hemeostasis valve. The rotablator directions for use (dfu) states that "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". (B)(4).

Event description:
Complaint is reportable based on additional information received on (B)(4) 2011. It was reported that during a rotational atherectomy procedure, the patient experienced no flow. The lesion being treated was located in the left anterior descending artery (lad). The 1.5mm rotalink burr was used for ablation at approximately 160,000 rpms. The 1.5mm rotalink burr made an abnormal noise and the console showed a stall error. All connections were checked, and the burr then worked for about 20 seconds before stalling again. The system would not switch into dynaglide, so the rotalink burr was removed with the rotawire guide wire by pulling it back manually into the unspecified guide catheter. The patient experienced no flow which was treated with nitro and verapramil. There were no EKG or blood pressure changes. Upon removal of the burr, damage was noted to the proximal sheath. An unspecified 0.014 guide wire was advanced and the procedure was completed with poba and stenting. No further patient complications were reported, and patient status was listed as fine.